Manufacturer narrative:
The t:slim basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported using supplies for three days. Tandem clinical support specialist informed customer that this is off label per the user guide. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 215 mg/dl.